Event description:
It was reported that right hip revision was performed due to metallosis, clicking, popping and elevated levels of cobalt and chromium. Bilateral patient with left hip devices still implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis, clicking, popping and elevated levels of cobalt and chromium. As of today, device return and additional information has been requested for this complaint but has not become available. Since the device part details were received for investigation, manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. According to the provided implant report, it was reamed up to 56 mm and a cup with outer diameter of 56 mm was implanted with excellent fixation in adequate cup position. According to the surgical technique at least 1 mm under reaming should be performed (surgical technique, USA, 2006). Based on the provided revision report, the hip replacement failed and the patient had increasing pain, clicking and popping in the hip and high metal ion levels. During the revision, upon entering the hip joint an effusion was drained and there was significant metallosis. There was no loosening observed. Based on the provided information and without x-rays available for review of the implant position or a change of it in time, it cannot be assessed whether the reaming to equal size of the cup had an effect on the later revision. Furthermore, no additional contributing factors to the reported reasons for the revision could be identified and a root cause could not be determined. A relation of the clicking to the reported high metal ions can also not be further investigated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.